Event description:
It was reported that while checking in instruments from prior surgery I noticed that the 54 window trial was stripped.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection confirmed the reported thread wear. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that while checking in instruments from prior surgery I noticed that the 54 window trial was stripped.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.